Manufacturer narrative:
Updated sections: a2, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/19/2019. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Slight blood was observed on the jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remaining attached at the base and tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled away from the tip to the center of the cold jaw, exposing the metal portion of the cold jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent" and the analyzed failure "peeled" was confirmed. Specific actions for the reported failure mode material twisted/bent and analyzed failure peeled are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed the heating element separated from the jaws. The hemopro 2 wand was set aside. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed the heating element separated from the jaws. The hemopro 2 wand was set aside. A replacement device was used to complete the procedure. The hospital did not report any patient effects.